Event description:
It was reported that 8 mm tip-up fenestrated grasper instrument was observed to have a frayed cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue with reported instrument was observed during central processing. The instrument was checked before the procedure with nothing out of ordinary to be observed. The customer did not see cables visible protruding from distal end of instrument. Photographic image(s) and video recording of procedure were not available for isi review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.